Manufacturer narrative:
The lot complaint history was reviewed, this is the seventh complaint for the finish goods lot; however, the first for this issue. The device history records shows the product was released per specifications. The report states the system alerted the customer the balance salt solution bottle needed to be replaced and upon replacement the admin tubing disconnected. As such, the returned sample was visually inspected and the gray tubing on the administration manifold was detached from the drip chamber. There was adhesive residue on the tubing end indicating it had been inserted at one point. However, microscopic examination found the tubing was not fully inserted into the drip chamber during assembly . The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process. The gray tubing was not fully inserted into the air port of the drip chamber. Action will not be taken based on this occurrence, however, engineering was notified of this complaint. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a system message was displayed that indicated the balanced salt solution (bss) bottle required replacement and it was observed that the irrigation tube was detached during a cataract / vitrectomy procedure. The procedure was completed after replacing the irrigation tube and connecting the replacement tube to the bss. There was no harm to the patient. No additional information is expected.